Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient underwent a surgery on l5/s1 due to disc herniation and instability. It was reported that, intra-op, one cage was implanted on one side of l5/s1, inserter was released. Second cage was inserted on other side into disc space, inserter was loosened to remove but green plastic piece at end of inserter stayed down even though loose sleeve held cage in inserter. As inserter was removed the cage came with it because of the large void created on one side. Surgeon tried to insert a single cage in side with large void and that inserter would not release the cage either. All cages removed without incident. All the products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis : dimensional inspection of the outer sleeves identified out-of-tolerance it is noted investigation that material (delrin) shrinkage of the bushing may be due to the natural aging process , and could be the root cause of the issue: ¿after reworking multiple instruments and finding both acceptable and unacceptable undercuts with failing plastic inserts, it appears that the true root cause is the potential material shrinkage in the insert itself.¿ conclusion: the associated observations are consistent with a manufacturing issue.